Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to clogging of the nozzle, water supply volume did not meet standard value. In addition to the foreign material found clogging the nozzle, the evaluation findings were as follows: the grip had a scratch, the scope cover had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the scope connector case unit had a scratch, the plug unit had a scratch, due to a burn on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to a scratch on the objective lens, the image had a partially dark area, due to wear of the angle wire, the play of the "up/down" knob was out of standard value and the play of the "right/left" knob was out of standard value, the objective lens had a crack, the light guide lens had a crack the adhesive on the bending section cover had a crack, the connecting tube had a scratch and was deformed, and the universal cord's coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii gastrointestinal videoscope had a clogged channel. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle was clogged with foreign material resembling black rubber.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, reported foreign material in the nozzle could not be identified, and definitive root cause of the issue could not be determined, as there was no device deformation observed that might result in the retention of foreign material, however, it is possible that the device reprocessing was not implemented in accordance with the IFU. The event may be detected/prevented by following the instructions for use sections below: gif-h185 operation manual chapter 3 preparation and inspection. Gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.